Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Reporter added. Injury event was replaced with perforation. On (B)(6) 2017, she explanted essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.